Event description:
User received erroneous sodium and potassium results for one patient sample. Initial sodium was 114 mmol/l, repeat result was 144 mmol/l. Initial potassium result was 3.1 mmol/l, repeat result was 3.8 mmol/l. User stated, after the initial results were generated, the sample automatically reran on the same instrument and recovered similar results. Results were reported to the physician and the physician questioned the results and had the patient come back in for a redraw. The user then pulled the initial sample, mixed it, and reran it on the same ise module again and recovered significantly different results. User stated the patient was not treated based on the results initially reported. If additional information is received, appropriate notification will be provided.